Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during preparation for an unspecified treatment procedure, the balloon became stuck in the sheath. The target lesion details are unknown. During preparation, the (B)(4) ultra-thin sds balloon catheter became stuck in an unknown sheath. The patient's status was ok. However, device analysis revealed the balloon had detached from the catheter shaft.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was detached from the shaft. The distal end of shaft was stretched for a length of 23mm. A 6fr sheath was returned with the device. The shaft of the sheath was kinked at the proximal end beside the hub. During analysis the sheath was cut and the balloon was inside the sheath. The balloon was fully folded around the shaft of the device and no damage to the balloon was noted. The balloon had detached from the device just proximal to the proximal balloon bond. The balloon bond was fully intact. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).